Event description:
Healthcare professional reported rupture found on an MRI. Healthcare professional later reported "any creases". This record is for the left side. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Crease/folding of implant : crease fold observed on the device. Additional observations: deformation observed on the device. Wear abrasion observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported rupture found on an MRI. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.